Event description:
It was reported that an alert was received in the remote home monitoring system for right atrial automatic threshold (raat) test suspension in this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed stored device data and determined the raat failed to measure the threshold due to low evoked response (ER). Additionally, review of the presenting electrogram (egm) showed intermittent farfield r-wave oversensing on the atrial channel. Further review was recommended. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.